Manufacturer narrative:
Pt info not provided by reporter. Date of event not provided by reporter. Expiration date: unknown as lot number is unknown. (B)(4). Date of manufacture unknown as lot number is unknown. One damaged device was returned. The catheter was separated approximately 2cm from the hub. The catheter material adjacent to the fracture was stretched and thin. This appearance is representative of a catheter that has met tensile resistance beyond its design. Quality control confirms the type and outside diameter of tubing for the catheter, and that the surface of the catheter is smooth and clean, free of excessive dents kinks. Without additional information as to the condition of the insertion site, it is difficult to determine what led to this failure mode. However, based on the condition of the device, it is likely that the catheter met resistance beyond its design. The fractured portion of the catheter was snared and removed from the patient. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment, no risk mitigating action is necessary at this time.

Event description:
The introducer broke off. Artery access was made on the other side of the groin and they used a snare to go up and over and grab the broken off piece of the introducer. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Per sales rep the patient is just fine.